Manufacturer narrative:
The reported event could be confirmed, since the nail was returned broken, as reported. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Instantaneous breakage can be seen at medial. There is a fatigue zone with a smooth surface and progression lines over almost the whole surface of the fracture. In addition, heavy material deformation and impression marks can be seen on both distal and proximal parts of the nail, which most likely had contributed to the starting point of the fracture. These are bearing marks from the lag screw, indicating the nail was exposed to continuous high load over a longer period of time. Therefore, the breakage pattern resembles a fatigue breakage of the nail. The breakage was most likely initiated in a fatigue manner and broke instantaneously from the other side due to high tension and loading over time. The broken nail was returned for evaluation and no product related issue could be detected. There was no additional information about the event provided, the implantation date is unknown and neither x-rays, nor operation report, nor information about patient activity was available. Therefore the root cause of the breakage cannot be defined. The evaluation of the nail has shown that fatigue caused by high loads did lead to the breakage of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "revision with placement of a hip tep." Upon product return, the nail was found broken.

Event description:
As reported: "revision with placement of a hip tep." Upon product return, the nail was found broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.